Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was filled with approximately 250 units of insulin. The customer was unable to provide a specific blood glucose (bg) value; however, reported bg level was "stable." The customer loaded a new cartridge successfully and confirmed that insulin delivery would be resumed after the call.